Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. The patient experienced cloudy effluent as a result of the peritonitis and was treated with vancomycin and gentamicin (dose and frequency not reported). The patient was later hospitalized with general symptoms of an unknown cause including weakness in legs and dizziness. The patient was eventually discharged from the hospital. A week later, therapy was discontinued due to catheter related issues and the patient was placed on hemodialysis. The patient recovered from the peritonitis and general symptoms. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on potentially associated lot numbers gd894410, gd894287 and gd893891 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.